Manufacturer narrative:
No lot, imaging, or surgical information was provided. The user suggested the pedicle screw system used was loose during removal indicating the posterior fixation used was inadequate. However, without either device's information, the root cause cannot be appropriately established.

Event description:
It was reported that this was a tlif (l4-5) for spondylolytic spondylolisthesis on (B)(6) 2022. The surgery was completed successfully without any surgical delay. After the surgery, the cage in question had been backed out. The revision surgery was performed. The possible cause other than the cage is a screw from another company which was loose, and it might cause the intervertebral space to move and the cage to back out. No further information is available.